Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer had been experiencing high blood glucose for the past four days. Blood glucose value was 442 mg/dl; current reading is 172 mg/dl. Customer is treating with manual injections. Customer's spouse went to the customer's doctor to download the insulin pump's information and check the settings, which were accurate. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for air bubbles and insulin leaks. The infusion set had been removed and no bent cannulas were recalled. Insulin pump passed the high pressure test; no delivery alarm occurred at 3.7 units. It passed the displacement test as well and when performing the selftest; it was stated that the customer did not hear beeps but they do not hear well and would not expect to hear them. The insulin pump is being replaced as the customer's doctor recommended to get a new one.